Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg shut on and off by itself. An impedence check revealed several low contacts. Auto reducing was experienced while an sjm rep attempted to reprogram the patient. Per the physician, the ipg appeared to have flipped. In turn, the patient underwent surgical intervention. During the procedure, the leads were disconnected from the ipg and tested. No anomalies were found. As a result, the ipg was explanted and replaced. No issues were present post-op.